Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a no delivery alarm during priming. Customer's blood glucose was 190 mg/dl. After troubleshooting, customer was able to clear alarm with reservoir change. Customer was advised that reservoir would be replaced. No further information provided